Event description:
It was reported that the transmitter did not blink when connected to the sensor. It was noted that the needle was broken when removing the sensor. Customer's blood glucose reading at the time of the call was 147 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.